Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that it was taking the patient longer to connect since when they got it. It was noted it used to take them 20 seconds to get past 91%, but now it takes them 58 seconds to 'complete the bolus,' and'it's hard for him to hold still, especially when he's in pain.' It was reported the mdt rep provided them with handset/communicator 'probably a month ago,' then 'the 12th of october was a month, so just over a month.' It was reproted the caller would call back withthe patient's equipment to troubleshoot.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.